Event description:
The patient was riding in a car with his brother. His brother didn't hear the freedom driver functioning anymore and looked over to see the patient unconscious, foaming at the mouth. The brother stopped the vehicle and put new batteries into the freedom driver at which point the freedom driver started working properly and the patient became conscious again.